Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the button error alarm due to the blank display. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error several times. The customer's blood glucose was 8.6 mmol/l at the time of incident. The customer stated that they jumped in the pool but quickly got out. The customer stated that the keypads were unresponsive and there was a black line through the screen. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.